Manufacturer narrative:
Stim ins/battery/reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative reported the patient had issues keeping implantable neurostimulator (ins) charged; it would not hold a charge. There was an impedance issue with the 0 electrode, which cleared up after disconnected and connected to mltc and the new ins. The ins was replaced with another ins to accommodate the patient's wishes to have a bigger battery capacity. The patient became frustrated with charging the ins. There were 2 previous power on reset s (por). The issue was considered resolved at the time of the report. The patient outcome was alive with no injury. The indication for therapy was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.